Event description:
The patient reported that they were worried that their device battery had already used up 5 years of the battery life in about 4 months. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196, implantable pacing lead, (B)(6) 2013; 5076 x2, implantable pacing leads, (B)(6) 2013. (B)(4).